Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the history record review confirmed the labeling, material, and process controls were within specification. These types of peritonitis are unlikely related to fmc products as it is likely related to a poor aseptic technique or touch contamination.

Event description:
During a review of medical records for an unrelated event an additional case of touch contamination peritonitis was identified. Pt was admitted on (B)(6) 2015 with acute bacterial peritonitis with multi-organism. The pt's nurse confirmed the pt was not following aseptic technique. The pt is no longer receiving peritoneal dialysis treatment and refused hemodialysis. The pt entered a hospice.